Manufacturer narrative:
The vessel sealer extend has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint has not been performed to determine the root cause of the reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log review confirmed the vessel sealer extend was last used on (B)(6) 2022 with 0 uses remaining on system (B)(4). No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: it was reported that tissue was sticking to the instrument following a successful seal and cut. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the reported issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with tissue sticking to the vessel sealer extend. Intuitive surgical inc. (Isi) followed up with the reporter to obtain additional information. It was confirmed that the sealing and cutting worked with the vessel sealer extend. However, the tissue that was being sealed and cut stuck to the jaws. The customer was able to continue to cut and seal the tissue and prevent it from sticking further. No bleeding and no harm to the patient tissue was identified. The reporter did not have additional information on how they prevented the tissue from sticking further, aside from cleaning the instrument jaws. No other information was available.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests. The vse instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The instrument was returned with the integrated cord already cut off. The instrument passed electrical continuity. The knife slot measured at 0.026¿ and the jaw gap verification passed at 0.003¿. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.